Manufacturer narrative:
Product event summary: analysis confirmed the reported event; stylus and cursor did not align on screen. Overlay/bezel assembly found out of electrical specification. Analysis also found the system fan was noisy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus pen would not calibrate to the screen. The programmer has been returned to service. No patient complications have been reported as a result of this event.